Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, it was noticed that the bravo capsule and recorder stopped communicating resulting on a short study with no tracing. It is believed a repeat procedure will be performed once the system is upgraded. No other known adverse events were reported.